Manufacturer narrative:
The expedium dual innie intermediate castle tightener (product code: 2797-22-550, lot number: nw116959) was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Manufacturer narrative:
Expedium dual innie intermediate castle tightener (product code: 2797-22-550, lot number: nw116959) was returned to the complaints handling unit (chu). Two of the four teeth at the tip of the castle tightener were found to have been broken off. The instrument was subsequently submitted for fracture analysis. Optical images of the fractured castle nut driver tabs show that the fractured surfaces exhibit rough surface characteristics that extend across the entire surface suggesting the tab underwent a static overload failure.in addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the teeth at the tip of the castle tightener breaking cannot be determined from the samples and the information provided. The results from fracture analysis have determined that a probable root cause is a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tlif procedure the tip of the castle tightener broke off during use. Both broken parts were recovered. The tips of the final tighteners wore out during final tightening. 10 minute delay to surgery.